Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use throughout a procedure involving the 10fcc13 flexcath contour, the side flushing port became kinked, which stopped the saline flush through the sheath and prevented irrigation. The patient was under general anesthesia, and the procedure was completed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The received image file shows a 10fcc13 sheath handle in use during a procedure. A kink on the side port tubing is clearly visible in the image. No information regarding the sheath's lot/serial number or the event date is provided in the image. In conclusion, the reported side port tubing kink was confirmed during device data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.